Event description:
During attempted implant, the stylet could not be advanced in left ventricular (lv) lead resulting in insulation damage. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of stylet could not be advanced in the lead resulting in insulation damage was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead and the lead was inserted into a non-abbott cps and inner selector. The cps tool was removed with no restrictions. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.